Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305136 and lot number 0022037. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. A review of the applicable fmea/eura (rm863) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: based on the investigation and no analysis of the sample the symptom reported by the customer could not be confirmed. This lot was produced for 1.1mm units; therefore, the cpm is 0.91. We will continue monitoring this lot and symptom.

Event description:
It was reported that the bd precisionglide¿ needle broke off at the hub during use and remained in the dog's tissue. An x-ray was performed, but the needle could not be retrieved. The following information was provided by the initial reporter: "this needle was used during a routine ultrasound guided fine needle aspiration of the liver of a dog. The needle broke off at the hub which resulted in the needle being retained within the dog's tissues. The needle can be visualized on x-rays but cannot be retrieved. The owner of this patient is understandably extremely upset and they will now need to monitor the location of the needle to make sure it does not migrate and cause harm."